Manufacturer narrative:
(B)(6)2021 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Nearly choked [choking sensation]. Brush head broke off in mouth, whole circle part broken off [device breakage]. Product counterfeit [product counterfeit]. Consumer called stating the brush head broke off in her mouth. She stated the whole circle part had broken off. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Nearly choked [choking sensation] brush head broke off in mouth, whole circle part broken off. [Device breakage] consumer called stating the brush head broke off in her mouth. She stated the whole circle part had broken off. No serious injury was reported.